Event description:
It was reported that during generator replacement for end of service, high impedance was observed with the new generator and existing lead. The generator/lead connection was checked and verified to be ok; however, the high impedance still remained. The surgeon then replaced the lead. It was reported that the lead was available for return; however, has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.